Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: product performance data was received and analyzed. Analysis of the device memory indicated the electrogram p re-storage data was missing/invalid.

Event description:
It was reported that on a stored episode, the electrogram markers appeared to be missing. It was determined that the markers were not missing but there had been a mismatch between the electrogram and marker print out. It was later reported that when reviewing episodes, the electrograms were shown to be present but issued a data is not valid message when attempted to be opened. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.